Manufacturer narrative:
Submitted: 25-jan-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: device evaluation: on investigation, the audio bolus button was inoperable due to a missing button cover and the display screen was found to be damaged and remained blank when the pump powered on.

Event description:
The pump was returned for investigation. Investigation revealed a display issue and an audio bolus button issue. This report is made based on results of investigation completed on (B)(6) 2018.